Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 3. There was no adverse impact to the customer's blood glucose level. The pump was covered under warranty and a replacement was sent to the customer, with clear instructions on returning the malfunctioning unit and programming the replacement. The customer was advised to reach out to their healthcare provider for backup therapy and to connect their continuous glucose monitor to the new pump.